Event description:
It was reported that an asymptomatic patient experienced a vibratory alert for a non-sustained lead noise. Non-sustained lead noise occurred due to post paced t-wave oversensing on the near field channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.